Manufacturer narrative:
Device evaluation summary: upon receipt the device contained clear gel. No foreign material was observed within the device or on the shell surface. During the initial evaluation some creases were observed on the anterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. Rupture complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction revision with mentor memorygel, sm mpp gel 600cc breast implants which the left side ruptured after implantation. As a result patient had the device removed and replaced with catalog number 3508004bc, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
On 3/7/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).